Event description:
Boston scientific received information that during an elective explant procedure, this left ventricular (lv) lead's tip was left surgically abandoned in the patient's body by the physician. The lv lead was being removed, but near the end of the lead, it stretched apart and the tip broke off and now remains in the patient's subclavian vein. The physician elected to leave the tip alone and the remaining explanted portion of the lv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was confirmed through detailed analysis. The lead was received in two segments, with an extracting stylet returned stuck in the second segment. The lead's conductor coil was stretched near the distal end and the lead tip electrode ring, drug collar, and insulation were pulled apart. It appeared that the lead tip apparently became stuck near the subclavian area and the force required to remove the lead was greater than the strength of the lead in that area.